Event description:
A malfunction was reported involving a pump that exhibited a malfunction alarm upon startup, preventing access to the device. There was no information provided regarding the customer's blood glucose level, so no impact is known. The customer is returning the pump, and a replacement pump has been provided.